Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's aviva meter read 160 mg/dl, 360 mg/dl, 260 mg/dl and 160 mg/dl all within 10 minutes. No adverse event reported, meter and strips replaced and requested for return.